Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer adjusted the pump settings and experienced low blood glucose (bg) levels in the 40's (mg/dl). To treat the low bg level, the customer consumed juice. Reportedly, the customer changed the settings back to normal.